Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw, the insulation was peeled off and lifted up and the piece of the insulation was still connected to the wire insulation and no piece was missing of the conductor wire insulation. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Additional observation not reported: the instrument was found to have a mechanical indentations on the yaw pulley. One side of the yaw pulley had mechanical indentations caused the damage to the conductor wire insulation. Additional observation not reported: the instrument was found to have a broken grip cable at the distal end. Isi followed up with the initial reporter and obtained the following additional information: the device was inspected prior to use and no damage or anything out of the ordinary was discovered. There was not loss of cautery associated with the broken/loose cable and there were no signs of thermal damage at the site of the breakage. There was no arcing observed during the procedure. The reported damage did not result in any fragments falling inside the patient. No patient information was provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument had a broken conductor wire (black). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.